Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge fse was dispatched to evaluate the unit. Found that the pressure setpoint value is not within the set value, adjust the settings but can't adjust the setting to be in the specified value. Fse replaced the scroll compressor to resolve the issue. Unit cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarming maintenance, catheter and restriction. There was no patient harm reported.